Event description:
Procedure: lap roux-en-y gastric bypass. According to the reporter: when introducing the scope into the instrument, the surgeon recognized some broken plastic pieces of the clear window tip. He also heard some noises when shaking the instrument. No pt injury was reported.

Manufacturer narrative:
(B) (4).